Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a right essure device is in place, but no left essure device is present') in a 25-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, abdominal pain, cystitis, hepatic steatosis, post cholecystectomy syndrome and acute pyelonephritis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy in removal details -previously reported medical device removal on (B)(6) 2012 and as per current medical record received pathology report dated (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: mild circumferential wall thickening of the urinary bladder may be accentuated by decompressed state, correlate clinically for evidence of cystitis, hepatic steatosis, post cholecystectomy, mildly enlarged uterus with lobulated contour suggestive of underlying fibroid disease, pelvic ultrasound in the considered for further evaluation if clinically warranted, a right essure device is in place, but no left essure device is present. Pathology test - on (B)(6) 2013: the specimen is in formalin labelled foreign body from left fallopian tube and consists of a coil of dark grey silver metal approximately 4 cm long by 0.2 cm in diameter and a string which is tan, approximately 6 x' 0.5 to 1 mm in diameter gross diagnosis: foreign object left fallopian tube; consistent with essure coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jul-2021: mr received : reporter information ,other relevant history and event - medical device removal updated to ''device dislocation'. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 25-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.